Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other non-malignant pain and spinal pain. It was reported that the patient does not have a doctor for the therapy. Patient services emailed physician listings to the patient. The patient reported the implant hasn't worked for years / 6yrs not working and the device is causing pain in the hip and she wants the device removed and need to find a doctor who takes her insurance. Additional information was received from the patient and it was reported that a manufacturing representative (rep) was there with the healthcare provider (hcp) and the ins did not charge and would not charge. It is extremely painful and feels like it is coming out of their back.